Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The length was measured and the result was within the crimped stent length specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break located 144cm proximal to the distal tip as well as a multiple kinks. The manifold was not returned. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the severely calcified left anterior descending artery. A 2.50 x 16 synergy drug-eluting stent was advanced for treatment. However, the device failed to pass through the lesion and the hypotube break. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.